Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), seizure ('seizures') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, uterine prolapse, seizures, vaginal bleeding, night sweats, hot flashes, vaginitis and multiparous. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), visual impairment ("vision problems"), eye disorder ("eye problems"), arthralgia ("hip pain") and back pain ("back pain"). The patient was treated with surgery. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic inflammatory disease, seizure, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, visual impairment, eye disorder, arthralgia and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, eye disorder, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, seizure, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Left-there were four plus metal springs noted right-there were five plus metal springs noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 17-may-2019: reporters, patient demographics, medical history and laboratory were added. Suspect drug indication was added. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2010). Added events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), seizures, vision/eye problems, hip pain, back pain, pelvic inflammatory disease. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.